Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 valve. Upon valve alignment, the valve frame stent interacted with the commander delivery system balloon, resulting in the balloon not inflating properly. The valve delivery system and esheath were withdrawn as a unit. A second system was then opened. And there were no issues as the valve was successfully implanted. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing. H3 other text: device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Per the IFU/training manuals, it warns that if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for commander delivery system balloon leak was unable to be confirmed. As the device was not returned for evaluation, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. During manufacturing, the balloons are 100% visually inspected and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported "upon valve alignment, the stent of the sapien 3 valve interfered with the balloon, causing balloon rupture." Per follow up, calcification and tortuosity were present in the patient's anatomy. Additionally, per follow up, valve alignment was not performed in a straight section of the aorta. It was performed in a tortuous part. Per the IFU, "if valve alignment is not performed in a straight section of the vessel, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon." In this case, since valve alignment was performed in a non-straight and tortuous section of the patient's anatomy, it could have led to non-coaxial alignment between the valve and delivery system balloon. Such non-coaxially could give rise to unfavored physical interactions between the valve and delivery system balloon, resulting in damage to the balloon material (such as a pinhole) and thus, leakage when inflation was attempted. In this case, available information suggests that procedural factors (valve alignment in a non-straight section and crimped valve interactions with balloon) and/or patient factors (tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-01520 for details of the other event.